Event description:
A healthcare worker experienced whitening of hte skin on the left thumb and index finger after touching the vaporizer plate that had fallen into the chamber. The cycle had completed at the time of the event. The symptoms resolved in approximately 2 hours. This event does not meet the criteria for a serious reaction.